Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted controller event log contains data from 09jul2019 through 10jul2019. The log file captured a no external power event on 10jul2019 while the patient was supported by the mobile power unit (refer to MFR. Report number 2916596-2019-03534). The system was supported by the emergency backup battery (ebb) until power was ultimately restored. No other atypical alarms were captured and the pump operated at or above the low speed limit. The remaining log files showed the pump operating as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The IFU provides information regarding system alarms, including the no external power alarm, and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient did not report exit site drainage, however this was appreciated upon removal of the exit site dressing during clinic visit. A small amount of serous drainage was present on the gauze and expressible from the site. There was also some erythema present. The patient denied fever, chills, nausea, and vomiting. White blood cell count was normal. Exit site cultures obtained under sterile technique were positive for serratia marcescens and pseudomonas aeruginosa. The patient was initially started on bactrm ds but it was unlikely this would adequately cover the pseudomonas infection as well as the serratia. The patient was switched to cipro 750mg twice daily for 14 days and the patient was set up with follow ups with infectious disease.